Event description:
The hospital biomedical engineer reported for perfusion that an issue occurred with the mps console during use. The report stated that the console was popping the vent valve. There were no patient complications reported as a result of the alleged issue. The biomedical engineer stated he took the locking knob off to open the unit to check the connection for the fluid level sensor and when he took the screws out, one of the screws had the heli coil with it. The console has not yet returned to the manufacturer for evaluation

Manufacturer narrative:
The console was evaluated and the heli coil was found to have backed out of the heat exchange block. The root cause may be broken solder joint. The heli coil and fluid level sensor were replaced and the console was tested after the repairs and was found to be within specifications.